Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the customer was filling a cartridge with insulin, the customer heard a "pop" sound and insulin began to leak from the cartridge. Reportedly, the cartridge was filled with 300 units of cold insulin and the customer stated that the cartridge was filled slowly and not forced. The customer's blood glucose level was 130 mg/dl. A new cartridge was successfully loaded to address the event.